Event description:
It was reported that a device check showed one atrial fibrillation (af) episode with noise on both the atrial and ventricular channels. It was noted that pacing was not inhibited because of the noise. The atrial and ventricular leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead (B)(6) 2011; rvdr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).